Event description:
Independent repair center: unit is alarming or has a red light. The regulator is leaking, the tie wraps are defective, the pe valve shuts down with a code, the manifold is leaking, and the hose clamp is defective.